Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a hysterectomy/bso, revision of pinnacle mesh, cystourethroscopy, and cold knife conization due to pop, and malfunctioning gu implant with urinary retention. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh explant on (B)(6) 2009 due to urinary retention, and malfunctioning gu implant. Patient also had another mesh explant on (B)(6) 2012 due to scarring, pain and recurrent sui.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.